Event description:
The doctor reported that a patient experienced post-op sensitivity after the initial placement of an inlay. This resulted in replacing the inlay 3 times and concluded with endodontic therapy to resolve the patient's sensitivity.